Event description:
It was reported that pump experienced malfunction alarm code 16 with no events occurring beforehand, which led to customer¿s blood glucose rising to a high level, although specific value was unknown. There was no reported information indicating an adverse impact beyond high blood glucose. Customer treated high blood glucose with a correction insulin injection using multiple daily injections, used multiple daily injections as backup insulin therapy, and worked with technical support, who completed required field correction steps, provided storage instructions, and arranged shipment of replacement pump while instructing customer to return malfunctioning pump and set up and connect replacement pump upon receipt.